Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the fse found that the flexvision software was not starting. To resolve the issue, the fse reloaded the flexvision pc software, rebooted the system and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at splash screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.